Event description:
During a follow-up noise was observed. The physician tried to reproduce the noise, but was unsuccessful. A decrease in impedance was also noted. It was reported that the noise seen on the egms are consistent of a damaged lead. The lead was capped.

Manufacturer narrative:
Na